Manufacturer narrative:
Manufacturer reference number: (B)(4) the suspect device was returned to the manufacturer and evaluated. The assigned root cause of the funnel damage is excessive force used to advance/retract the device against resistance. Excessive force can cause damage to the sheath. This can be exacerbated by patient anatomy and/or tortuous insertion pathway. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The stryker peripheral vascular medial affairs team determined the clottriever device may have caused or contributed to the patient's vessel damage. The device labeling includes vessel damage as a possible adverse event/complication.

Event description:
On (B)(6) 2025 a 61-year-old female patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient had clot extending from her popliteal vein to her common iliac vein and was symptomatic for more than twenty-five days after her ankle surgery, which occurred two months prior to the thrombectomy. The physician used the clottreiver sheath (CT sheath) to access the patient's popliteal vein. The clottreiver catheter (CT) was advanced up to the patient's inferior vena cava (ivc). The CT appeared to not fully open on imaging, like the collection bag had kinked or twisted. The CT was removed, and a clottriever bold was used. After the first pass, the patient's vein appeared to be stripped. More passes were completed which removed chronic clot and venous fragments. After multiple passes, a crack was observed on the CT sheath, and the liner delaminated. The decision was made to end the procedure without stenting.

Event description:
On (B)(6) 2025 a 61-year-old female patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient had clot extending from her popliteal vein to her common iliac vein and was symptomatic for more than twenty-five days after her ankle surgery, which occurred two months prior to the thrombectomy. The physician used the clottreiver sheath (CT sheath) to access the patient's popliteal vein. The clottreiver catheter (CT) was advanced up to the patient's inferior vena cava (ivc). The CT appeared to not fully open on imaging, like the collection bag had kinked or twisted. The CT was removed, and a clottriever bold was used. After the first pass, the patient's vein appeared to be stripped. More passes were completed which removed chronic clot and venous fragments. After multiple passes, a crack was observed on the CT sheath, and the liner delaminated. The decision was made to end the procedure without stenting.

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device a full evaluation will be completed. Manufacturer reference number: (B)(4).